Manufacturer narrative:
The device history record review could not be performed since the lot number was not known. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. As the device remained implanted in the patient, the exact cause for the difficulties encountered with the device cannot be definitively determined. However, coil herniation through stent into parent vessel is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu); therefore, an assignable cause of anticipated procedural complication was assigned to this event. Subject device remains implanted.

Event description:
A (B)(6) female (hypertension, previous smoker) underwent stent assisted coil embolization of aneurysm in right middle cerebral artery (mca) (B)(6) 2017. When the patient was seen for follow-up approximately one year later (B)(6) 2018, it was reported the coil migrated through the stent struts and was protruding slightly into the artery, as observed on dsa (digital subtraction angiography) imaging. There was no clinical consequence to the patient as a result; the event was noted to resolve without sequelae the same day ((B)(6) 2018). No further information is available.